Event description:
It was reported that when the patient came into the clinic for a routine pacemaker check, the programmer would not load the device application. The programmer would "lock up" with a black screen when the application would begin to load. Another programmer was used. The programmer will be sent back for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.